Manufacturer narrative:
(B)(4). According to the gore dryseal sheath instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair with a conformable gore&#59412;tag&#59412;thoracic endoprosthesis using a gore&#59396;dryseal sheath (24 fr). It was reported the procedure was performed to repair a proximal type I endoleak from non-gore device. There was some resistance when the sheath was being advanced into the left external iliac artery. However, the sheath was continued to advance to the abdominal aorta. The endoprosthesis was deployed as planned. When the sheath was withdrawn to the left external iliac artery, blood pressure was decreased 10 mmhg and bleeding into pelvic was observed at the same time. A rupture of the left external iliac artery located 3~4 cm proximal to the common femoral artery was revealed. Graft replacement was performed to repair the rupture. The procedure was then concluded, and the patient tolerated the procedure. Reportedly, left side access was chosen since there was a pre-existing dissection in the right external iliac artery, and a diameter of the left external iliac artery was narrow (approximately 7 mm).